Manufacturer narrative:
Device evaluated by MFR: the device was received with kinks along the body, and a fracture located at the proximal end. The visual and tactile inspection noted the core wire is fractured at 224.3cm from the distal end. The proximal side was not returned for analysis. All the outer diameter measurements are within the specifications. The fractured section was sent to mtac lab for fracture analysis. Conclusion: fracture occurred due to a mechanical cut. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause can not be determined. (B)(4).

Event description:
Same case as MDR #: 2134265-2011-04272. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotalink plus burr, the proximal portion of the floppy rotawire guide wire broke into two pieces outside of the patient. The 1.5mm rotablator rotalink plus burr was used with another rotawire guide wire for ablation, however, the guide wire was noted to be stuck in the burr. The procedure was completed with a new burr and guide wire. No complications were reported, and patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-04272. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. During platforming of the rotalink plus burr, the proximal portion of the floppy rotawire guide wire broke into two pieces outside of the patient. The 1.5mm rotablator rotalink plus burr was used with another rotawire guide wire for ablation, however the guide wire was noted to be stuck in the burr. The procedure was completed with a new burr and guide wire. No complications were reported, and patient status is stable.